Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage noted on electronic assembly. It was also received with a cracked reservoir tube lip and cracked case near display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button became unresponsive after the insulin pump was exposed to moisture. The customer explained that she went swimming and forgot to disconnect the insulin pump. Blood glucose value was 6.8 mmol/l. The insulin pump was replaced and returned for analysis.